Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. C68796) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("bloated abdomen ") and mood swings ("mood swings ") and was found to have weight increased ("weight gain"). At the time of the report, the menorrhagia, dysmenorrhoea, abdominal distension, mood swings and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, dysmenorrhoea, menorrhagia, mood swings and weight increased with essure. Amendment: the report was amended for the following reason: case upgraded to serious-incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 11-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. C68796) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("bloated abdomen ") and mood swings ("mood swings ") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, abdominal distension, mood swings and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, dysmenorrhoea, menorrhagia, mood swings and weight increased with essure. Most recent follow-up information incorporated above includes: on 11-feb-2020: essure was removed on (B)(6) 2018. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 05-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. C68796) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("bloated abdomen") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on 11-oct-2018. At the time of the report, the menorrhagia, dysmenorrhoea, abdominal distension, mood swings and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, dysmenorrhoea, menorrhagia, mood swings and weight increased with essure. Batch no-c68796, production date- 2014-06-26, expiration date-2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 05-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a female patient who had essure (batch no. C68796) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal distension ("bloated abdomen") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia, dysmenorrhoea, abdominal distension, mood swings and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, dysmenorrhoea, menorrhagia, mood swings and weight increased with essure. Batch no-c68796, production date- 2014-06-26, expiration date-2017-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: ha number received - (B)(4). No new clinical information received, update to imdrf/FDA codes only. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.